Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Per the physician, the cause of the no flow event was either the patient not being anticoagulated, or that the oad was occlusive in the vessel. The bradycardia and chest pain were due to the no flow. The diamondback 360 coronary orbital atherectomy system instructions for use manual states that no reflow phenomenon is a potential adverse event that may occur and/or require intervention. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
The diamondback coronary orbital atherectomy device (oad) was operated for four treatment passes on low speed and was unable to cross the distal lesion of the right coronary artery due to the lesion being too tight. No flow was observed in the distal lesion and the patient became bradycardic and experienced chest pain. The patient was switched from heparin to angiomax and aggrastat, and an intra-aortic balloon pump (iabp) was placed to augment the mean arterial perfusion pressure. Atropine was administered in an attempt to resolve the bradycardia, however it was unsuccessful and a temporary pacemaker was placed. The procedure was completed with rotational atherectomy and stent placement and the pacemaker was removed. The patient was transferred to the intensive care unit in stable condition with the iabp to remain placed overnight.